Event description:
It was reported that the patient experienced ineffective therapy. Imaging revealed migration of l5 lead. Diagnostics revealed high impedances on s1 lead and high energy requirement to obtain effective therapy using l4 lead. And as a result, surgical intervention was undertaken on (B)(6) 2025 wherein all 3 leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.